Event description:
It was reported that the patient indicated that his cylinder on the right side under his glans; felt like it was about to poke through the skin. The patient contacted the physician's office that did not indicate there appeared to be an issue with the device. The patient noted that he would seek a second opinion with a physician at a location near him. Boston scientific has been unable to obtain additional information regarding the circumstances.